Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received an unexpected restart alarm on the insulin pump. The device also had a blank display. They changed the battery and it worked for an hour but went blank again. The customer¿s blood glucose level was unknown. Troubleshooting was performed. The display did not return. The device will be replaced and returned for analysis.

Manufacturer narrative:
Findings: pump received with flattened express b button dome switch (creased) and blank display due to missing battery tube spring. The battery tube was found corroded. Unable to perform all functional testing including the displacement, operating currents and verify unexpected alarm error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. Pump received with minor scratched lcd window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.